Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for this system due to an out of range atrial pacing impedance measurement less than 200 ohms. Review of the stored data identified noise and oversensing which resulted in many inappropriately stored atrial tachycardia response events. A boston scientific technical services consultant documented and discussed the clinical observations and recommended programming options. No adverse patient effects were reported.